Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm, indicating an issue with the insulin delivery system. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer successfully loaded a cartridge and resumed insulin therapy, resolving the issue without further complications.